Event description:
Pt has a left medial compartment arthroplsty in 1996. Has had continued pain and swelling since that time with significant increase over the past two months. Pt was admitted to the hosp for a revision of left arthroplasty to a left total knee arthroplasty. Intraoperatively the prosthesis was noted to be broken. The componenets were removed and replaced.